Event description:
The customer reported that they obtained a false negative result while performing validation crossmatch (compatibility) testing on the ortho provue analyzer and manual gel method. The customer indicated that a group a patient sample was crossmatched with a group b donor unit using mts buffered gel card lot # 061108004-01. Results were negative (compatible) with both test methods. The customer obtained positive reactivity (4+) in tube method using the same samples. Results were incompatible. The same donor unit was crossmatched on the provue against a different sample (type a-pos). Same lot of gel cards were used. Immediate spin crossmatch was 4+ positive and the full crossmatch was 4+. No erroneous results were reported. A false negative crossmatch testing (compatible) with antigen positive cells may lead to transfusion of incompatible blood.

Manufacturer narrative:
Satisfactory crossmatch results were obtained at ocd using retained mts buffered gel cards with known samples. The first sample tested by the customer reacted negative on the provue with the donor unit. However, the second sample reacted positive on the provue with the same donor unit. The same gel card lot was used in all testing. The differences between gel and tube are not unexpected, since these test methods are known to exhibit different patterns of reactivity and sensitivity depending on the specific antibody. There is no indication that the product is not performing as intended. Incident is most likely sample related. The customer's complaint was not confirmed. Batch record review was within release specifications. Incident is isolated. (B) (4)